Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to scar tissues. Reprogramming was done however unsuccessful. The patient underwent an ipg replacement procedure and the explanted ipg was not returned as it was kept by the facility.